Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, neither the monitor or the belt could maintain a secure connection. The cause of the insecure connection is damage at the monitor belt receptacle and damage at the electrode belt connector. The root cause of the damage is physical abuse. No adverse event resulted from the damaged connections.

Event description:
A us contacted zoll to report that a patient's monitor/belt connection would not stay secured.